Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with low blood results compared to her competitor's meter (results not provided). The customer called concerned with test results from results obtained of 75, 69 and 94 mg/dl. The customer stated her expected am fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/17/2027 and per the customer the open vial date was not provided. The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting (customer ate more than 2 hours ago) and produced test results of 182 mg/dl using true metrix go meter. The meter memory was reviewed for previous test result history: result 1: 75 mg/dl, date: on (B)(6) 2026, time: 10:37am, fasting am. Result 2: 69 mg/dl, date: on (B)(6) 2026, time: 10:46am, fasting am. Result 3: 94 mg/dl, date: on (B)(6) 2026, time: 3:46pm, non-fasting pm.